Event description:
The following has been reported: biomed reported pump problem. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (downstream air sensor); (sensor-7). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Upon investigation, it was confirmed there was an alarm that appeared for a pump problem. While pump was turning on there was a yellow pump alarm for a pump problem. It was observed while putting in cassettes that the screen had some distortion that appeared once that was temporary and went away. After putting some cassettes onto the pump a red alarm had started for a pump problem. Log files were pulled and was calling out powerprocessor for current alarm and had logs for set ID and down stream sensor from previous logs. An internal investigation was conducted and the resistor motor wires were pinched. During internal investigation there was no damage or other faults were observed. No ingress was observed for set ID or anywhere else within the pump. An internal observation of the main pcba while turning on unit was conducted. While turning on the pump the 3.3v light would turn on then turn off during the start up, and other times it would power on the air compressor at random times while on main screen of clinical mode. Main pcba will be replaced during repair. Pump was reverted back to manufacturing mode to check functionality of set ID and down stream sensor. Set ID had passed its functionality testing and the down stream sensor had failed its calibration testing. Downstream pressure sensor assembly will be replaced during repair process. Additional observation(s): it was noted that the cam had a black substance on it. The cam was cleaned with 70% alcohol. There was one of the t8 screws holding in the pneumatic plate had been slightly stripped and will be replaced during the repair process. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.